Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was an under-infusion of medication. The pump resolution volume indicated that there was 0 ml remaining of the 138ml total volume, however, there was still a significant amount of medication remaining. A secondary infusion was placed in order to receive the medication that had not infused. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4: primary UDI and h6 - updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.